Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 355531, lot# n323569, implanted: (B)(6) 2012, product type: screening device. Product ID: 3550-39, lot# n313685, implanted: (B)(6) 2012, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s device was showing >10,000 ohms. The patient felt a strange sensation for several hours even after their stimulation was turned off. Impedance testing at 0.7v reflected all contacts at >10,000. The impedance test could not be run at 1.5v because the patient could not handle the stimulation at 1.5v. The patient¿s stimulation was set at 2-, 3-, 10+, 11+ with a ¿660¿ pulse width and a 40 hz rate. The amplitude was set at 0.85 volts. The patient was getting good therapy and there was it was in an appropriate coverage pattern. A group impedance was done and it showed 365 and 2.254 ma. Changing the pulse width to 120 reflected a 367 impedance. The low impedance could be due to the normal draw on the system. It was further reported that the patient shut their stimulation off after leaving the meeting with the manufacturer representative. They felt the normal residual effect for about 30 minutes. The patient¿s ¿regular¿ radicular pain was felt, increasing in severity, as the residual effects wore off. The patient was able to feel a low intensity ¿stimulation¿ feeling over their arm pain. They especially felt this sensation when lying down and with certain other head positions. It felt different than the tingling and altered sensation that they would normally have. These sensations along with the impedance readings on the machine made the patient lean towards having a revision surgery. The patient¿s right arm was getting worse so being able to have leads arranged to help both sides and getting an MRI compatible device appealed to the patient. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had a revision/replacement surgery two weeks prior to the report and a second full system was implanted. The problem with the original system was that there were poor impedances at the extensions. They were replaced and the patient got an upgraded battery. A second system with percutaneous leads was also implanted. The patient was getting excellent coverage with both systems and had full function with no impedance issues or strange sensations. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.